Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found between 7.2-12.3cm from the distal tip. The silicone insulation was abraded and the rv and sensing conductors were visible. Other insulation abrasions were found at 11.4-11.9cm and 25.8-26.4cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the patient presented in the or for device change-out due to normal eri. Externalized conductors were noted between the proximal and distal coils, via fluoroscopy. All electrical measurements were normal. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Device evaluation anticipated but not yet begun